Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/18/2017. It was reported that the patient concurrently underwent hysterectomy. It was reported that the patient underwent excision of mesh on (B)(6) 2014 due to dyspareunia, vaginal mesh erosion, pelvic pain and vaginal bleeding by (B)(6).

Manufacturer narrative:
It was reported that this is a duplicate of medwatch 2210968-2016-02032. This medwatch is being voided. All information regarding this event will be contained in medwatch 2210968-2016-02032.